Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a de novo, 75% stenosed, heavily calcified and mildly tortuous lesion in the iliac artery. The 8x40mm armada percutaneous transluminal angioplasty (pta) catheter had resistance during advancement due to the anatomy and the balloon ruptured during the first inflation at 8 atmospheres (atms). Another same size armada pta was used to complete the procedure. There was no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided.